Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device found a high current drain condition due to current leakage in a ceramic capacitor. Concomitant medical products: product ID ilxch151585, implanted: (B)(6) 2009. Product ID ilxch1212115, implanted: (B)(6) 2009. Product ID bfxch2615165, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the ventricular thresholds were elevated. There was concern for battery drain so the right ventricular (rv) lead was capped and replaced and the implantable cardioverter defibrillator (ICD) was explanted and replaced. The device was returned to the manufacturer and subsequently tested out of specification. No patient complications have been reported as a result of this event.